Manufacturer narrative:
Correction to report - originally submitted under MDR #2027969-2009-00222 on 04/15/2009. For this evaluation, it is reasonable to use 7.0 for the lab comparison result since the customer did not give an exact value (gave only a value of >7). Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. The inr values for the tests 1 and 2 are not within the confidence limits for inr testing. The mean for test 3 is >5.0 and the difference between inr values is >2.2. The results of all three tests are considered discrepant within the context of the documented variability for inr testing. Product accuracy testing is required. Inratio precision data provided by end-user: first test inr =1.9; second test inr = 2.3; third test inr = 3.5; mean = 2.567; sd = 0.833; %cv = 32.44%. The %cv is greater than 20%. Per internal procedure, the precision data failed the criteria for precision. Product precision testing is required. However, the user did not provide lot number of test strips used when they obtained the discrepant results. Further root cause analysis cannot be performed at this time. Strips were not returned for evaluation. Investigation is closed. No corrective action is required as no product deficiency was established.

Event description:
Caller alleged discrepant results with inratio versus lab. Date lab: 2009, inr: 1.99, 2.3 and 3.5, >7. Pt was in the hospital for a uti 2 weeks ago and is not on other medications other than coumadin. Pt has been on coumadin for more than 2 weeks. Pt does not have a history of being anemic. Caller did a self with the meter and got an inr result of 0.7.